Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not ben investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H.10. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the locking mechanism did not function was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that moving parts of the trigger of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had cosmetic damage, seized mechanics, failed the leak tightness test, and moving parts of the trigger of the device did not move smoothly. It was noted that the housing had scratches/dents on the electrical control unit (ecu) side, air leak, upper and lower triggers were stuck, and the shaft was stuck. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check for mechanical free movement, check for sticky triggers, and check falling out protection. It was noted in the service order that the locking mechanism did not function. The exact date of the event was not reported. However, it was reported that the event occurred in 2025. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.